Event description:
It was reported that this patient was brought in for a remote alert for high, out of range shock impedance (125 ohms) from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended reprogramming the alert to a higher value (150 ohms) and continue with remote monitoring. The patient was stable with no adverse consequences and the rv lead remains implanted and in service.